Manufacturer narrative:
This record was created due to the us. Manufactured myon being similar in design and would likely to have the same adverse outcome as this event. This record is being filed in an abundance of caution. Invacare was made aware of this event that occurred in the (B)(6) with a 4-1/2-year old action 3ng wheelchair. It was noted that the chair was in well used condition. It was requested that the action 3ng wheelchair be returned to invacare france for an evaluation, however, at the time of this filing, it has not been returned. Should more information is received a follow-up medwatch will be filed.

Event description:
The patient was using the action3ng wheelchair, when one of the bolts holding the front left castor fork, came loose, and the castor detached, causing the user to fall forward out of the chair. She sustained a distal femur fracture on her left leg, and was treated at the hospital.